Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm with an image on display screen. Customer's blood glucose was 130 mg/dl. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device was received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with stained serial number label. The device was received with minor scratches on display window and case.